Event description:
A site purchasing representative reported a damaged percutaneous reference cross pin frame. No further details regarding type of damage, or how the damage occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement percutaneous pin shipped to site 03/06/2014. Medtronic investigation of returned suspect device finds that the frame is well worn. The spring tension in the starburst joint has lessened leaving the joint somewhat loose. Also, there are abrasions within the attachment base cylinder making insertion of a percutaneous pin difficult at best. Otherwise, with markers attached and fully seated, the frame returned good geometry and divot error readings. Mechanical failure - malfunction & wear - directly caused event.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.